Manufacturer narrative:
On (B)(4) 2016, the r&d project manager performed a visual inspection of the retrieved instrument and commented as follows: the tip (torx t20) of the screwdriver is broken. The functionality of the alif screwdriver straight to insert and temporary fix the screw into the plate is compromised. The mean failure of the torx t20 occurs with torque higher than 9nm. The maximum torque that can be applied on the screw according the surgical technique is 5.5nm+/-10%. The alif screwdriver sleeve assy is without any deformation. The breakage of the tip (torx t20) of the screwdriver can be cause by the application of an uncontrolled torque on the screw during insertion together with a lateral bending. Batch review performed on 29 february 2016. Lot 1410921: (B)(4) items manufactured and released on 16 july 2014. No anomalies found related to the problem. 2 similar events have already been reported on the same lot.

Event description:
Breakage of the tip of the screwdriver when placing and tightening a screw. Surgery of mectalif anterior on three levels (l3/4, l4/5, l5/s1). When placing and tightening the last screw in the level l5/s1 the tip of the screwdriver straight broke off / it got sheared off. The screwdriver and the screw could not be placed in a fully straight line and so there came up some shear forces and led to the breakage. The complaint got notified during the surgery. No patient or user harm occurred (no piece remained into the patient). The surgery was completed successfully. No revision surgery was necessary.

Manufacturer narrative:
X-rays received on 04 may 2016. On the same date the medical affairs replied that considering the type of issue, he could not provide any comment on those images. In fact, it was a mechanical issue occurred during implantation, so there was no clinical evaluation to be made. On 04 may 2016 it was prepared a final report with the information already submitted in the initial report. On 13 may 2016 the report was sent to the initial reporter and the case was closed.